Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture and device dislodgement were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported events of a capturing problem.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited loss of capture. Chest x-ray confirmed the lp had dislodged. The lp was explanted and replaced. The patient was in stable condition.